Event description:
The facility representative reported a colleague infusion pump which was alarming constantly for air in line on channel a during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The uim master software version is 5.03.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of alarming constantly for air in line on channel a and determined the root cause to be a defective pump head module on channel a. Channel a was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).